Manufacturer narrative:
The customer complaint could not be confirmed. Failure analysis of the returned blood glucose monitor revealed the meter performed within spec. The result the customer reported was identified in the memory of the meter. The consumer returned only one test strip from the vial in question. Testing the retain strips from the lot number reported found the retain strips to perform within spec.

Event description:
The consumer called into customer support with a concern about "...a discrepancy between her nova max link meter and her bayer meter..." According to the customer she did not believe the 173 mg/dl to be an accurate result because she started 'feeling low and having all the symptoms of low blood sugar'. According to the consumer, the date and time is not set up correctly in her nova max link meter. The consumer reported based on the time and date in her meter she received a result of 173 mg/dl at 8:38am on (B)(6), 2015. '... (Reported actual time is 10:38a and the date is (B)(6) 2015).'

Manufacturer narrative:
The meter will and one test strip will be returned for evaluation. Test strip lot # 1020214287; expiration date: 10/2016; control solution lot # 1030214093; range: 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.